Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and bent and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil measured as an electrical open, implying a fractured inner coil. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this lead was not implanted. The physician suspected it was damaged (details not provided). The procedure was completed with a new lead. The lead was returned for analysis. Analysis completed on (B)(6) 2024, determined that the lead had an electrically open inner coil, which implies a fractured inner coil.